Manufacturer narrative:
The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
T-handle had to be replaced. Cover coming off.

Event description:
T-handle had to be replaced. Cover coming off.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.